Event description:
23 g needle was attached to a euflexxa injection. The provider pierced the skin and started to inject the medication into the patient's knee, but the medication would not come out of the needle. The needle was withdrawn, a new needle was applied, and the provider was able to successfully inject the medication.